Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test due to protruded and loose drive support disk. Insulin pump passed displacement test, operating currents, self test and off no power test. No weak battery alarm. Insulin pump received with minor scratches on display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.

Event description:
The customer reported that a prime alarm was received, insulin was squirting out of her insulin pump during the manual prime process and would continue to drip after the motor had stopped. The insulin pump became stuck in a priming mode loop. Troubleshooting was performed, an infusion set change reportedly did not resolve the issue, and it was found that the drive support cap was sticking out. Her blood glucose was 142 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.